Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer¿s blood glucose was 183 mg/dl. The size of air bubbles is champagne size and later goes bigger like half a cm. At the time of the incident. The reservoir was not expected to be returned for analysis.